Manufacturer narrative:
Report source: foreign, (B)(6). User facility: (B)(6).

Event description:
Information was received that an immobile ICU patient's smiths medical portex clear eyesoft seal cuff tracheal tube detached from the pilot balloon tubing. The issue was discovered when the patient's care team went to turn the patient over in bed and found the tubing with the pilot balloon lying there. Subsequently, the tube was removed and the patient required re-intubation. There were no adverse patient effects.

Manufacturer narrative:
One endotracheal tube was returned for evaluation. Upon visual inspection of the device, the inflation was noted to be detached. 32 samples were reviewed during manufacturing; the leak test and inflation line tests conducted. Additionally. The device underwent functional testing. To reproduce the failure mode a sample was taken from the production floor to perform the fit of inflation line operation with less solvent than required and inserting the tip of the dispenser. The inflation line was then pulled with the hand with moderate force. As a result, the inflation line was completely detached; the conditions of the returned sample look similar to the tested sample. This complaint has been confirmed, and the most probable cause of issue has been determined to be manufacturing either as a result of insufficient solvent as inflation line not being correctly inserted in the dispenser, or there was a lack of detection by the production personnel who performs the fit of inflation line to tube.